Manufacturer narrative:
The analysis was performed on a cobas taqman instrument (serial number: (B)(6). The investigation determined that the kit s201 t-scrn mpx v2.0 96t ce-ivd assay performed within specifications. The hcv cycle threshold (CT) value of 43.4 observed in the reported case aligns with values seen at the limit of detection (lod) during quality control release testing. Late CT values such as this can indicate a viral load below the assay's lod, where results may fluctuate between reactive and non-reactive. Serology testing and repeat testing using an alternative method confirmed non-reactive results for all targets. The investigation did not identify any issues with roche reagents. A potential cause of the reactive result could be non-specific amplification, possibly due to environmental contaminants during sample handling; however, this could not be confirmed as growth curve data was not available for review. The device remained in operation at the customer site, and no adverse events or delays in treatment were reported.

Event description:
The initial reporter alleged discrepant results using the kit s201 t-scrn mpx v2.0 96t ce-ivd assay on the cobas taqman instrument. The customer generated a reactive hepatitis c virus (hcv) result with a cycle threshold (CT) value of 43.4 using the mpx v2.0 assay on the cobas taqman instrument. Repeat testing of the same sample was performed using the cepheid genexpert system, which generated a non-reactive result for all targets. Serology testing was also confirmed to be non-reactive for all targets. Blood was not released.